Event description:
The pt reported that the keypad was unresponsive to presses. The reporter denies damage to keypad or exposure to water or using cleaning solvents. Buttons still click and spring back.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.